Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report that the needle did not fully retract was confirmed from the circumstantial evidence that was observed on the returned sample and the cause appeared to be manufacturing related. The sample exhibited evidence of use. A microscopic examination of the sample revealed that the spring was damaged. When the needle was fully extended from the shield, one end of the spring extended from the grip, which indicates that the spring was bound and the damage likely prevented the needle from fully retracting during use. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged needle partially retracted. The following information was provided by the initial reporter: date of incident (B)(6) 2025 level of harm: no apparent harm - reached the patient/person -- inconvenient incident details: writer inserted 18g IV in patient for CT contrast. Successful IV insertion. Writer pressed the button to retract the needle and placed in on the bed beside patient's right leg. When writer went to grab the tegaderm dressing, she saw that the needle retracted, but the end of the needle was poking out of the tip of the plastic tube. Writer collected same and put it in a container and showed charge nurse and then the supplier of the ed. No one was injured during this event. Although, it was a near miss if writer did not see the needle before she grabbed all the garbage.